Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Correction: section g3 ¿ the awareness date should have been (B)(6) 2024 rather than (B)(6) 2024.

Event description:
New information received noted that the lead was capped on (B)(6) 2024. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: section g3 ¿ the awareness date should have been 12 mar 2024 rather than 14 mar 2024.

Event description:
New information received noted that the lead was capped on (B)(6) 2024. The patient was stable throughout the procedure.